Event description:
It was reported that the pt rec'd emergency room treatment for hypoglycemia. The pt stated that she primed the pump while attached to the infusion set, and the pump delivered insulin during the load cartridge step.

Manufacturer narrative:
Th e pump was returned to animas for eval. Eval has not been completed. The pt reported they primed the pump while attached to the infusion set and the pump delivered insulin during the load cartridge step. The user guide instructs users to disconnect from the infusion set prior to initiating the prime / rewind sequence. Additionally, the pump notifies the user to disconnect from the infusion set prior to initiating the rewind of the motor. The user must manually confirm this alert before proceeding with the rewind process.